Manufacturer narrative:
The impella device was received from the customer on 02-apr-2024. Data analysis: the cart broke and (B)(6) was dropped on the way to a case but had not been used yet. The console was not on at this time so there are no logs to review. Device analysis: the gray knob was missing on return and the console had a whining sound that went away when the pbm was swapped out. Otherwise the console was completely functional. Root cause: the failures were caused by the cart breaking. Repair: please replace the gray knob, the pbm ((B)(4)) and then perform a functional check on the console ((B)(4)).

Event description:
The user facility reported a 75-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the impella cp was prepped for implant and once the white cord was plugged in the alarm error ¿device defective, change pump¿ came on. Pump was then changed out to a new one. The pump was not implanted in the body. It only happened during set up. A new impella cp was implanted successfully.